Event description:
It was reported that this atrial (ra) lead and a cardiac resynchronization therapy defibrillator (crt-d) had been showing abrupt spikes in pacing impedances where measurements went from high, out of range to low, within range values. A spring contact situation was discussed. The crt-d is programmed for ventricular pacing and sensing, so the health care professional (hcp) was not too concerned, furthermore there was no evidence of lead noise. Monitoring was recommended for this crt-d and ra lead that remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).